Manufacturer narrative:
(B)(4). Event is currently under investigation.

Manufacturer narrative:
A review of complaint history, instructions for use (IFU), quality control, and trends was conducted during the investigation. The complaint device was not returned for investigation the lot number and specific device are unknown. Quality control 100% confirms smooth operation of the device through inspection and that its free of any damages. An IFU is included with the device and includes "important excessive force could damage the device." Based on customer testimony, it is likely to suggest that the basket experienced excessive forces leading to the breakage of the basket wires. Per the conclusion of quality engineering risk assessment, additional risk reduction is not required. We have notified appropriate internal personnel and will continue to monitor for similar events.

Event description:
Per the physician, the f/u procedure went well and there were no complications to the pt.

Event description:
As reported by a fellow physician, the physician used an ncompass in the ureter when grabbed too large of a stone and couldn't release it from the basket. The physician attempted to pull the basket in an attempt to release the stone and the basket broke. There was many wire fragments in the ureter and the physician was unable to remove them all. The physician placed a ureteral stent and the two doctors will be seeing the pt for a second procedure this (B)(6) 2014. The physician believes the pt is doing okay and did not seen anything unusual and later did a CT scan. Some fragments remain in the pt.